Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): dried blood was found in the distal coil at 1.3cm distal blocking insertion of the stylet. The full lead was returned and analyzed.

Event description:
It was reported that during the implant procedure, the physician experienced difficulty inserting the stylet into the lead. Four other stylets were attempted with no success. The lead was not implanted. The patient outcome was reported as "well". No patient complications have been reported as a result of this event.